Event description:
A nurse reported a system message was displayed when the surgeon switched from phacoemulsification to irrigation/aspiration (I/a) causing the system to lock. After a delay of 3 hours, a second system was brought in and the case was completed. There was no pt harm reported.

Manufacturer narrative:
The company rep examined the system adn found no problem, however the company rep replaced the fluidics module. The system was then tested and met product specs. The root cause has not been determined. (B)(4).